Manufacturer narrative:
H3, h6: a device deficiency was not identified, and the root cause of the reported event could not be determined since the device was not returned for evaluation. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The instructions for use were reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A review of the material specifications found that tensile strength requirements are specified.a clinical review states that based on the limited information provided the clinical root cause of the reported events could not be determined and we are currently unable to rule out a procedural variance as a contributing factor to the reported event, which does not represent a device malfunction. The device instructions for use does caution that ¿use of excessive force during insertion can cause failure of the suture anchor or insertion device.¿ the healicoil anchor is implantable, biocompatibility is not an issue. The patient impact beyond the reported breakage could not be determined, however if fragments of the anchor were retained micro-motion or movement cannot be predicted and there would be a potential risk for tissue inflammation and/or pain. No further risk to the patient is anticipated as a result of the additional bone hole. Please refer to the instructions for use for precautions and warnings related to the use of the device. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.

Manufacturer narrative:
H6 type of investigation codes corrected.

Manufacturer narrative:
Internal complaint reference number: case (B)(4).

Event description:
It was reported that during an arthroscopy, the healicoil knotless implant broke while screwing. The procedure was completed without surgical delay using a back-up device in an additional drilled bole hole. No further complications were reported.